Event description:
It was reported that during a routine device change out the physician had difficulty handling the existing right ventricular lead. The insulation close to the proximal end of the lead connector was very limp, so it was difficult to connect the lead to the new device. The lead connector was lubricated and the lead was reconnected to the new device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.